Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in a moderately tortuous part of a mid-part of a lower limb artery. After pre-dilation, the pulsar-18 t3 was advanced to the lesion and the stent was released, but no stent was visible after release. The delivery system together with the vascular sheath was withdrawn, and it was detected that the stent in the delivery system did not unfold. Another stent of same model was implanted, and the procedure was successfully completed.

Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The provided image shows that the stent has been partially released by two strut rows. The retractable outer shaft has been retracted by approximately 11.5 mm. No damages or other irregularities are visible in the provided image. The proximal shaft system or the handle is not shown in the image. Review of the production for the product detailed above confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined.